Event description:
A medtronic representative reported that during an image guided percutaneous spine procedure, the surgeon was initially accurate but then became about 6 inches inaccurate. They had navigated, added a projection - navigated again, then they swapped to the screw projection when the whole screen flickered. At this point the screw display went from being on the surface of the pedicle to inside of the disc space. No one had touched the reference frame. At this point they removed the screw from the driver and went back in with the dilator. The dilator showed that it was 6 inches below the spine when really it was on the surface of the pedicle. The screen flickered again and the image of the spine inverted. At this point they re-pushed the scan from the imaging system and everything seemed to go back to normal and was accurate. During the re-push of the scan there was a message on the acquire scans screen that said "error" in white letters. It flashed and then went to receiving exams. At this point the surgeon opted to complete the surgery without navigation and imaging and converted from a minimally invasive procedure to an open procedure. The rep stated that this extended the case approximately an hour and 15 minutes.

Manufacturer narrative:
Patient information was unavailable. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The rep was unable to replicate the behavior and the system has been used in cases since without issue. The software was upgraded and the rep was unable to collect the system logs. The software investigation found that a probable cause was unable to be determined without further information since the behavior could not be replicated.